Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced hyperglycemia for approximately three hours with a highest confirmed fingerstick blood glucose of 518 mg/dl, after which the caregiver replaced infusion supplies that were noted to be moist, and the user had consumed over 140 units of insulin that day; troubleshooting and education were provided, including guidance on supply replacement criteria, backup therapy, and monitoring. Symptoms included vomiting and small ketones. Outcomes included user-reported impact to blood glucose levels without medical intervention, hospitalization, or emergency care. Investigation included customer interview and review of device use and event history. Investigation of this case revealed a likely infusion site or set issue given prolonged out-of-range glucose, high insulin usage, and moist site at removal. It was concluded that the event was consistent with hyperglycemia of unclear cause with suspected infusion set or site performance contributing, and user education and monitoring were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.